Event description:
Sorin group received a report that the patient circuit of the 3t heater-cooler did not warm sufficiently resulting in a prolongation of bypass. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures stockert heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). Sorin group received a report that the patient circuit for the 3t heater-cooler did not warm sufficiently resulting in a prolongation of bypass. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.